Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned baton where they were able to verify the reported issue. It was found that when the camera lens was manipulated, the image would disappear. Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Upon review of the device history for the serial number (B)(4) , it was determined that the glidescope avl video baton 3-4 was manufactured on 13-jun-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Although the root cause could not be determined, it is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently. The customer indicated the procedure was completed using the reported device. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.